Event description:
It was reported that during an unk procedure there was an issue with clip formation with the device. The customer used a similar device to complete the case with no pt consequences.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.